Manufacturer narrative:
No product will be returned per customer. The customer complaint of spin collar breakage could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported spin collar breakage when mating the male luer of an IV tubing to a non-carefusion needleless connector. There is no report of leakage or patient harm.